Event description:
It was reported that, during an implant procedure, this implantable lead exhibited high out of range pacing impedance measurements. The lead was repositioned and measurements were within normal limits. This lead remains in service. No further adverse patient effects were reported.